Event description:
Customer reports the following: "a child patient was treated in cardiovascular surgery ICU, the nurse gave 5% glucose (2.5ml) to the child patient with the injection pump on (B)(6) 2022. During the injection, the pump alarmed and stopped to work that result in underdosing at the regular time and delayed the treatment. That may [have] caused damage to the patient. After checking, found the power supply module of the injection pump is faulty. Then replacing another pump continue the treatment." Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. Additional information were provided later, which revealed that error/alarm code 17 & 19 occurred (battery charge and battery temp, respectively). The subject device (model injectomat mc agilia, serial number (B)(4)) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. It is known that the subject device was put back in service after replacing the power supply board. Based on available information, the root cause of the reported issue is probably linked to a defective power supply board. However, since neither the device or spare part was returned, it could not be confirmed. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.